Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 600 mg/dl) and insulin injections were administered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer's healthcare provider advised that puberty was impacting the bg and the contact thought that this may be influencing the bg level. The contact reported that they would be meeting with the healthcare provider to discuss the high bg.